Manufacturer narrative:
Based on the claim against the product by the customer noting a clip applier did not apply the clips properly, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Furthermore, the instrument moved intuitively with full range of motion in all directions. The clip applier grips opened/closed properly and the instrument passed the clip test. Fa noted the instrument was fully functional and no product issue was identified. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium large clip applier instrument did not apply clips properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a backup instrument. The surgeon was clamping on tissue when the clip failed. The standard clip was out of stock and the customer used 4 different clip applier instruments until the customer was satisfied with it working correctly. The customer substituted the clips which was more than likely the reason for it.